Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjusting.

Manufacturer narrative:
The valve was received inserted in an unknown liquid. The progav 2.0 valve was set to pressure range 8 cmh2o. A visual inspection was performed and there were no obvious deformations or other abnormalities on the progav2.0 valve. To proof the penetrability, a permeability test was performed. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The investigation showed that the progav2.0 valve was permeable. Adjustment tests were carried out with the standard progav2.0 check mate and measurement tool. The valve was adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 2 cmh2o and 5 cmh2o as well. It was found that every adjustment was possible. To measure the braking force, we investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake function has resulted that the brake function was fully in place. However, the measurement of the braking force has shown elevated braking force effect. The braking function is given, but more force is needed to release the rotor. There is no failure detectable with this valve. No further actions are required.